Event description:
It was reported that the device presented strange noise and vibration. Report 1 of 1 complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician it was noticed a defective lock, vibrations, damage bearings and also noticed corrosion due to normal wear. Defective lock repaired and several parts replaced.